Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified and adhesive around light guide lens has a crack cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the duodenovideoscope had several issues: the server plug-in (z-block) contained foreign objects; the adhesive around both the light guide lens and the objective lens was cracked; the inside of the light guide lens had foreign objects; and the forceps elevator contained foreign material. There was no patient involvement.